Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 400 mg/dl while wearing the pod for an unknown duration. The patient reported that their controller alerted a low bg overnight even though they were around 98 mg/dl. The patient stated they received multiple alerts and mentioned bolusing before having an orange bar and eating toast, for which they also administered a dose. The system continued indicating high glucose, and levels kept rising despite multiple insulin doses. The patient reported giving insulin three times and noted they requested their healthcare provider change their settings. Upon checking the pod after removal, they found the cannula was sort of bent and not inserted straight. The patient administered an additional 3 units¿ manual injection during the call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.